Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a patient trained on ilet discontinued use and sought a return after experiencing hypoglycemia while using the system with a g7 cgm, including reporting the practice of announcing meals to address high glucose and a blood glucose low of 50 mg/dl lasting about 30 minutes. Symptoms included sweating and nausea. Outcomes included self-treatment with oral glucose without assistance, no professional medical intervention, and no hospitalization. Investigation included review of patient feedback and case documentation. Investigation of this case revealed user-reported maladaptive meal announcements and cessation of therapy, with no device alarms or malfunctions reported. It was concluded, based on previously established findings for similar reports, that user handling contributed to the event.